Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia at school and a leaking insulin cartridge was observed during an infusion set change; the family stated they had installed a new cartridge the prior day, avoided overfilling, and inserted the cartridge before connecting tubing. Symptoms included elevated blood glucose. Outcomes included removal from school and a supply change without medical intervention. Investigation included retrieval of the reported leaking cartridge for analysis. Investigation of this case revealed a leaking cartridge consistent with a device component issue involving the cartridge and its sealing interface; no alerts or alarms were reported by the pump. It was concluded, based on previously established findings for similar reports, that the cause was a component leak consistent with a manufacturing or assembly-related issue.